Event description:
The customer reported the monitor was not working properly. No patient injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep replaced the monitor. The system was repaired, found to be operating as intended, and released to the customer for use.